Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect stat troponin-I results for two patients. The following data was provided (customer¿s reference range: >/= 0.03 ng/ml). Patient : (B)(6) year old male. Sample (drawn at 3pm): sid (B)(6), initial result = 0.03 ng/ml, repeat = 0.02 ng/ml, repeats on another instrument = 0.01 ng/ml and 0.01 ng/ml. Sample 2 (drawn at 4pm): sid (B)(6), initial result = 0.02 ng/ml, repeats = 0.02 ng/ml and 0.01 ng/ml, repeat on another instrument = 0.01 ng/ml. Patient : sample : initial result = 0.09 ng/ml, repeats = 0.01 ng/ml and 0.01 ng/ml, repeat on another instrument = 0.1 ng/ml. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely elevated architect stat high sensitive troponin-I results included a search for similar complaints, and the review of complaint text, trending data, labeling, device history records, and field data review. Return testing was not completed as returns were not available. A review of tracking and trending did not identify any trends for the complaint issue. Device history record review on lot 30327un21 did not show any related potential non-conformances, deviations, or non-conformances. Customer field data was used to assess the performance of the architect stat high sensitive troponin-I assay using worldwide data. The patient median data (divided into 3 groups) and cal f rlu mean were analyzed and compared to an established control limit. This evaluation indicated that all three levels of the patient medians and the cal f rlu mean for the lot 30327un21 are within the established limits. Therefore, no unusual reagent lot performance was identified for the lot 30327un21. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I for lot number 30327un21 was identified.